Manufacturer narrative:
Evaluation of the returned ace68 revealed a proximal shaft fracture. This is likely the reported kink. If the device is forcefully advanced against resistance at an extreme angle during the procedure, damage such as a kink and subsequent fracture may occur. During functional testing, the ace68 was able to advance through a demonstration neuron max up to the fractured location without issue; therefore, the root cause of the reported resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra balloon guide catheter, and a guidewire. During the procedure, the physician experienced resistance while advancing the ace68 through the balloon guide catheter and subsequently the physician bent the ace68 at approximately five centimeters from the hub. Therefore, the ace68 was removed. The procedure was completed using a new ace68 and the same balloon guide catheter. There was no report of an adverse effect to the patient.